Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Occupation- it should be filled out with "non-healthcare professional".

Event description:
It was reported that a patient presented in clinic. The implantable cardioverter defibrillator was inappropriately delivering therapy. Chest x-rays were taken and no abnormalities were shown in the system. The right ventricular lead also showed normal measurements. No programming changes were made at the time.